Event description:
It was reported when using the bd max¿ system, bd max¿ instrument false positive results were produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: "drift on normalizer response is causing false positives."

Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument false positive results were produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: "drift on normalizer response is causing false positives."

Manufacturer narrative:
H6 investigation summary :the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "evp - noro + adeno - unusual pcr curves". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 4/4/2018. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h10.